Event description:
It was reported that pump touch screen was hard to press and occasionally became stuck. There was no reported impact to the customer¿s blood glucose level. Customer declined further contact, and no troubleshooting or corrective actions were documented, so no additional information was received regarding the outcome of the event.